Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Signs and symptoms of high fever and a softball sized lump with fluid discharges was found at the pocket site. The physician believed that the infection was not device or procedure related. The patient went to the hospital and was placed in intravenous (IV) antibiotics. Cultures were taken and revealed methicillin-resistant staphylococcus aureus. The patient underwent a procedure wherein the ipg and paddle lead were explanted and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).